Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/18/2014 with the following findings: on (B)(6) 2014, the black box recorded a loss of prime warning due to a low, non-zero, force sensor event reading. The pump was exercised for 24 hours at 1 unit/hour with no loss of primes or any other alarms observed. The force sensor calibration was evaluated and the pump was found to be in calibration. Product analysis was unable to duplicate the customer complaint.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that a loss of prime event had occurred 3 or more times with at least 3 separate cartridges from 2 separate boxes in a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.